Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -12.5/3.0/109 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced in a second surgery on (B)(6) 2022 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.